Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet user interface did not allow progression during the fill tubing step of a supply change while using a cd infusion set; a restart of the ilet via the mobile app resolved the issue and normal operation resumed. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included customer service troubleshooting with device restart guidance. Investigation of this case revealed a transient user interface or software responsiveness issue that cleared after reboot, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface software behavior that resolved with a standard restart.